Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump allowed the user to press ¿yes¿ during the fill cannula step but did not proceed, while the ¿no¿ button functioned and returned the user to the prior screen, consistent with a device user interface malfunction affecting the pump¿s screen or controls. Symptoms included no change in blood glucose and no adverse clinical effects. Outcomes included provision of a replacement ilet and instructions to sync data, power down the device, and return the original unit. Investigation included customer service troubleshooting during initial training and collection of the device for evaluation. Investigation of this case revealed a failure to execute the fill cannula command associated with an unresponsive or malfunctioning screen/control interface, consistent with a hardware user interface issue. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a hardware or user interface failure mode.